Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. The biomedical engineer evaluated the device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned for use. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device did not shock when they attempted to shock while using it on a patient. The customer was using infant/child reduced energy electrodes. The customer switched the infant/child electrodes with standard electrodes and were able to shock the patient using the standard electrodes. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient; however, the customer advised that no further details are available.

Event description:
The customer contacted physio-control to report that their device did not shock when they attempted to shock while using it on a patient. The customer was using infant/child reduced energy electrodes. The customer switched the infant/child electrodes with standard electrodes and were able to shock the patient using the standard electrodes. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient; however, the customer advised that no further details are available.

Manufacturer narrative:
The initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).